Event description:
It has been reported that on 07may25 the patient had experienced hypoglycemia with blood glucose (bg) levels of 2.3 mmol/l (41 mg/dl). Initially the patient's legal guardian (lg) treated the hypoglycemia with jelly sweets. The lg then took the patient to the hospital and put the pdm on manual mode to raise the bg's. The nurse saw the patient's pdm gave 2 uncommanded boluses that were showing on the glooko report that had not been given to the patient. The patient was monitored at the hospital and released after 1 hour. The diagnosis from the hospital was hypoglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The user reports the delivery of manual boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no manual boluses delivered on or around the date of occurrence or around the date that the incident was reported. The audit log files showed that for all boluses in this period, either a carb value or a blood glucose value or both were entered into the bolus calculator to get the total amount. The confirm button was pressed to bring the user to the confirm bolus screen for each bolus. The audit logs then show the start button being pressed for each bolus to deliver each amount. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. Review of the engineering log files found further evidence of interaction with the controller to program and deliver the boluses captured in the engineering logs. No evidence of an uncommanded bolus was observed in the available log files.